Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A bci field service engineer (fse) was dispatched and performed ion-selective electrode (ise) mod 10838 (B)(4) and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer is generating false high sodium (na), potassium (k), and chloride (cl) results for one patient sample. The erroneous results were reported out of the laboratory. The samples were repeated and lower results were obtained. Amended report was initiated. Treatment was not initiated or withheld based upon the erroneous results.